Event description:
Related manufacturer report number: 2017865-2023-17994. It was reported during in clinic follow up that the atrial lead exhibited out of range impedance. Despite the notification settings being disabled, this resulted in a patient vibratory notification from the implantable cardioverter defibrillator. The system will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction; implant date corrected to (B)(6) 2013.